Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o board. First evaluation made in (B)(6)2023 that made me replacing mixing and circulation pumps. Problem not solved. Tried to replace the t4 sensor but the model installed is no longer available. Then we found the cause of the problem came from the input/output board. Replaced I/o board. Additional maintenance was performed. Per evaluator email, preventatively replaced mixing pump, circulation pump, I/o control panel assembly. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not turning on. Per follow up information received on (B)(6)2022, the system does nothing when the power button was pressed. There was no patient involvement and therapy could be completed on the device. The device was sent in for repair.